Manufacturer narrative:
This report is submitted on dec 29, 2023.

Event description:
Per the clinic, the patient refuses to wear his sound processors. An integrity test was performed under mac sedation.